Manufacturer narrative:
The investigation determined the missing seal in the sample/reagent probe was the root cause of the discrepant results.

Manufacturer narrative:
On further follow up with the field service representative, he indicated that he found a seal was missing in the sample/reagent probe.

Event description:
The customer received questionable results for intact human chorionic gonadotropin + the beta subunit (hcg+b) on one patient sample. The initial hcg+b result was 0.208 miu/ml. The sample was repeated on the same instrument and generated a repeat result of 15 miu/ml. The customer deemed the repeat result to be correct. The erroneous result was not reported outside of the laboratory. There was no harm to the patient, and there was no adverse event. The lot number of hcg+b reagent in use was 17509805, with an expiration date of 03/31/2015. The field service representative ran all alignments and determined there were pipettor and sample alignments needed. He did performance testing, which was within specification. The customer performed qc and precision, which was also within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device subassembly- pipettor assembly.